Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many patients developed a rash after using prineo? One patient. Was more than 1 prineo used on this patient? If yes, please specify. No, only one prineo was used. Is a photo available of the patient¿s reaction? No photo is available. Please provide a description of the event, symptoms, and manifestation of the reaction. After approximately one month of continuous application of prineo (clr222us), the patient developed a rash at the application site. The adhesive was immediately removed, and topical steroid was applied. The rash resolved completely in about two weeks. What was the procedure date? This information was not available. What date/day post op was the reaction noted? Approximately one month after application. What steroid was given to the patient? Oral or topical? Topical steroid. Was the steroid prescription strength? Yes, prescription strength. Was any additional medication prescribed? No additional medication was prescribed. Were any cultures taken? Results? No cultures were taken. Please describe how the adhesive was applied. Applied as per standard instructions for prineo wound closure system. How was the wound cleaned and dried prior to prineo/ dermabond application? This information was not available. What prep was used prior to, during or after adhesive use? This information was not available. Was a dressing placed over the incision? If so, what type of cover dressing was used? This information was not available. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? This information was not available. Is the patient hypersensitive to pressure sensitive adhesives? This information was not available. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? This information was not available. Patient demographics: initials / ID, age or date of birth, bmi? Initials: unk, age: elderly female, bmi: unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? This information was not available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? This information was not available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information was not available. Lot number of product used? This information was not available. Current patient status? After applying steroids, the condition was completely cured in about two weeks. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician believes this type of reaction can occur and noted that the frequency seems higher than expected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many patients developed a rash after using prineo? Exact number is unknown. (B)(4) represents initial report correct. Pc-(B)(4). Represents ambiguous report correct. If the exact number of patients is known and is greater than 2, please create 1 pc for each additional patient. The number of patients is one; no additional pcs are required. For each patient, please provide the following: details for the single patient are provided below. When was the prineo removed? (How many days post op) prineo was removed immediately. After the rash was noted; the exact postoperative day is unknown. Is a photo available of the patient¿s reaction? No photo is available. Please provide a description of the event, symptoms, and manifestation of the reaction. After approximately one month of continuous wear/management with prineo (clr222us), a rash developed at the application site. Prineo was promptly removed and a topical steroid was applied; the rash resolved in about two weeks. What was the procedure date? Unknown. Was any additional medication prescribed? A topical steroid was prescribed/applied; no other medications are reported. Were any cultures taken? Results? No cultures were taken. Please describe how the adhesive was applied. Information not available. How was the wound cleaned and dried prior to prineo application? Information not available. What prep was used prior to, during or after adhesive use? Information not available. Was a dressing placed over the incision? If so, what type of cover dressing was used? Information not available. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, age or date of birth, bmi? Patient is an elderly female; initials/ID, exact age/date of birth, and bmi are unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician believes such events can occur and notes the frequency is higher than expected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of procedures? 1.? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, this is the first report.? If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? This information was not available. -what is the procedure date? This information was not available. What date did the reaction occur on? Approximately 1 month after adhesive application. What does the reaction look like and how large of an area does the reaction cover? Rash developed at the adhesive application site, exact size unknown. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The adhesive was immediately removed and steroid ointment was applied. -if medication was required, please clarify if it was prescription strength. Yes, prescription-strength steroid ointment. What is the most current patient status? Fully recovered approximately 2 weeks after treatment. -can you identify the product code and lot number of the product that was used? The product code: clr222us, lot number: unk. -was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information was not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent how many patients developed a rash after using prineo? (B)(4) represents initial report (B)(4) represents ambiguous report if the exact number of patients is known and is greater than 2, please create 1 pc for each additional patient. For each patient, please provide the following: when was the prineo removed? (How many days post op) is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. What was the procedure date? Was any additional medication prescribed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and topical skin adhesive was used. When the product was managed by leaving it applied, the patient developed a rash after about a month. After that, the topical skin adhesive was immediately removed and steroids were applied, after which completely healed in about two weeks. The doctor said that although it is recognized as a characteristic of the product, the occurrence frequency is higher than expected. The product was used on the epidermis. No sample will be returned. Additional information was requested.